Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. A further presumed cause of the suggested phenomenon could not be established. To prevent further recurrence, it is recommended that the user facility review user handling of the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera colonovideoscope had a clogged nozzle. This issue reportedly did not involve a procedure or patient and for this reason, no patient/user harm or injury was reported due to the event. This olympus asset (loaner) was returned for evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle was clogged by an unknown foreign material and the inspection engineer was unable to remove the foreign material from the scope. This clog was determined to be due to insufficient or incorrect reprocessing of the scope. It was also observed that there was a pinhole in the keytop of switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.